Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the controller alarmed with a change power alert. When the battery was changed, the controller continued to alarm. The patient's controller was exchanged and the patient was given a loaner.

Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)). The downloaded log file contained approximately 7 hours of data(8:10:58 ¿ 15:12:11 on (B)(6) 2020 per the timestamp). The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion on (B)(6) 2020 from 8:18:37 to 10:08:16 due to the rsoc voltage on the white power cable fluctuating, causing the voltage to drop below the low voltage advisory alarm threshold. The atypical alarms occurred while connected to 14v batteries. The alarms did not affect the controller's ability to operate the pump at the set speed. Visual inspection of the returned controller revealed a kink in the white power cable. Further evaluation of the power cables revealed an elevated resistance on the rsoc (brown) wire in the white power cable, which fluctuated as the cable was manipulated by hand. The system controller was tested with both a test power module and with test 14v batteries/battery clips while connected to a mock circulatory loop with no issues or atypical alarms produced, including when the power cables were manipulated by hand. Although the alarms were not reproduced during testing, increased resistance on the rsoc wire in the white power cable could have potentially resulted in the reported low voltage advisory alarms. Testing also revealed that the transmission communication (orange) wire in the white power cable was broken and several additional wires had slightly elevated resistances, which did not affect the functionality of the controller and would not result in the reported event. The broken transmission communication wire resulted in an initial failure to communicate with the system monitor and download a log file; this issue was resolved by replacing the power cables with test power cables. The increased resistances and broken wire are consistent with conductor breakdown which may be related to repetitive flexing of the power cables over time. The outer jacket was removed from the power cables for additional inspection, revealing minor kinks on several wires, including the rsoc wire in the white power cable. The transmission communication wire in the white power cable was also observed to be broken. No other issues were observed. The power cable damage did not affect the controller's ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed elevated resistance on the rsoc wire in the white power cable could have potentially resulted in the reported event. Additionally, the observed kink in the wire may have contributed to the degradation of the conductor. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook section 2 "how your heart pump works" and heartmate iii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section b5, g3: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient came in for a special visit due to continuous alarms on (B)(6)2020. The ventricular assist device (vad) coordinator was unable to reproduce the alarms. The patient reported that they were low power alarms. The patient was switched from his primary controller to the backup controller and was given a loaner as a new backup controller. A new backup controller was ordered and was given to the patient on (B)(6)2020.